Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient stated that he is using his old transmitter. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).